Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 4.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 17 mm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 30aug2022. It was reported that crossing difficulties were encountered. The patient presented for percutaneous coronary intervention (pci). The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 4.00 x 20mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient condition was stable. However, device analysis revealed a shaft break.